Event description:
It was reported that the device was explanted due to calcification and possible stent distortion that may have occurred at implant. Reportedly, the device is not being returned for evaluation.

Manufacturer narrative:
Device not returned.